Manufacturer narrative:
B5 event description updated h6 imf (annex f) health impact updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that an intraprocedural electrocardiogram (ECG) was performed to diagnosis the ventricular fibrillation (vf). The assessment for the vf was updated to causal relationship with the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a repeat ablation procedure using the sphere-9 mapping and ablation catheter, a pseudoaneurysm was identified by ultrasound as clinically significant. A one-time thrombin injection was administered to treat the pseudoaneurysm. During ventricular stimulation, ventricular fibrillation with hemodynamic instability occurred, requiring electrical cardioversion and intravenous beta blocker medication. The existing hospitalization was prolonged due to the ventricular fibrillation event. The pseudoaneurysm and ventricular fibrillation events were assessed as possibly or probably related to the repeat ablation procedure and possibly related to the mapping and ablation catheter. The case was completed. The patient has recovered/resolved both events. No further patient complications have been reported as a result of this event.